Manufacturer narrative:
Analysis found that the network configuration, firewall setting, or proxy setting was incorrect. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the site was unable to query or retrieve in dicom q/r. The site stated that there was no indication anything was happening. No patient was present at the time of the event.

Manufacturer narrative:
Correction: a medtronic representative went to the site to test the equipment. Testing revealed that some exams were unable to be found with dicom qr. Pacs ip address had to be updated which resolved the issue. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.